Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to call tech support frozen on receiver screen. Pictures were taken. Receiver charge and boot tests were performed and failed due to call tech support displaying on receiver screen. An internal visual inspection was performed and passed. The receiver log was not downloaded and reviewed due to call tech support displaying on the receiver screen. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.